Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported false positive results with the determine hiv-1/2 ag/ab combo for two(2) patients and tests performed on various dates. This MFR. Report addresses patient one(1) of two(2), test one(1) of four (4). The customer reported a false positive result with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 on a serum sample. No additional testing or treatment was reported by the customer. Although requested, no additional patient information, was provided.

Manufacturer narrative:
Additional information: h4 - device mfg date. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 902011 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot: 902011, test base part number 10732998/ lot: 891883. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 902011 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues; however, it may be related to the specific patient samples.

Event description:
The customer reported false positive results with the determine hiv-1/2 ag/ab combo for two (2) patients and tests performed on various dates. This MFR. Report addresses patient one (1) of two (2), test one (1) of four (4). The customer reported a false positive result with the determine hiv-1/2 ag/ab combo performed on 08feb2025 on a serum sample. No additional testing or treatment was reported by the customer. Although requested, no additional patient information, was provided.